Event description:
It was reported by repair work order that the powerload is not allowing the trolley to roll up and down the track of the floor plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.